Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see h.10.

Event description:
It was reported that during use the sleeve was missing or loose and resulted in needle stick injuries with a bd vacutainer® urine complete cup kit. The following information was provided by the initial reporter: it was reported that needle stick injuries have occurred, and rubber sleeve coming off, or not being on there when sticker is removed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use the sleeve was missing or loose and resulted in needle stick injuries with a bd vacutainer urine complete cup kit. It was reported that needle stick injuries have occurred, and rubber sleeve coming off, or not being on there when sticker is removed.